Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, "creases" and "implant exchange from textured to smooth due to the concern's of the product." Device has been explanted.

Manufacturer narrative:
Visual evaluation: device patch with lot (or catalog) number lot number: 617621 and catalog: 68-240. An opening on the posterior side and creases were observed. Additional/changed and/or corrected data.

Event description:
Healthcare professional reported left side deflation, "creases" and "implant exchange from textured to smooth due to the concern's of the product.". Device has been explanted.